Event description:
During the davinci assisted rectosigmoid colon resection case, the wire cable broke on the xi fenestrated bipolar, grazing the bowel. The surgeon examined the bowel and found no sign of injury. The instrument was removed and replaced with a new xi fenestrated bipolar. The broken instrument was sent to the manufacturer. No patient injury.